Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a patient had an elevated routine glucose level (519mg/dl) during 24 hour continuous infusions of tpn at 83.3ml/h and lipids at 20.8ml/h. The md was notified and a subsequent glucose level was 574mg/dl. Regular insulin 10 units sq was given per order. Upon examination of the pump, the vtbi for the tpn channel was 1644, however there was approximately 300ml left in the 2 liter bag. The customer reported there were no measureable effects on the patient, and no further information will be submitted.